Manufacturer narrative:
Film analysis summary: the reported bilateral limb migration leading to the distal type I endoleak and aaa expansion was confirmed; however the exact cause could not be determined from the films provided. The anatomy at implant is unknown, and earlier post-implant films were not provided for comparison. It was reported that the iliac arteries were ectatic at implant. Therefore, it appears likely that continued disease progression (distal aortic and bilateral iliac artery dilatation) may have led do the limb migration and resulting events. It is also possible that aneurysm morphology changes, as evidenced by the severely angulated neck, may have also contributed to the migration. Although no clear endoleak is seen proximally, there also appears to have been disease progression of the proximal neck, with likely neck dilation <(>&<)> neck length shortening, and a potential increase in the neck angulation. Other relevant device(s) are: product ID: etlw1628c124e, serial/lot #: (B)(4), ubd: 26-sep-2018, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 70 m abdominal aortic aneurysm. A follow up CT approximately two years later showed the bilateral limbs pulled up into the aneurysm and a severe type ib endoleak. As per the physician, the cause of the event was patient anatomy. It was reported that the iliacs were ectatic at the time of implant. No additional clinical sequelae were reported and the patient is being monitored